Event description:
The pt's mother claimed that the up arrow button started intermittently sticking 1-2 weeks ago, requires multiple presses for the pump to respond. The reporter indicated that the button feels flat whereas the other buttons feel normal. The reporter denies water exposure or cleaning products. The pump reportedly still delivers insulin as expected.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: all buttons click and spring back normally, there was no damage observed to the keypad, the pump intermittently responded to up arrow button presses, and there was adhesive/contamination found under the button contacts.